Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. It was noted that the patient had undesired stimulation in his abdomen despite multiple program optimization. The patient underwent an implantable pulse generator (ipg) revision procedure and was doing well postoperatively. The explanted product will not be returned.